Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 2 of 4 on the home choice (hc). The technical service representative (tsr) explained the alarms and instructed the home patient (hp) to cycle the power to clear them. The tsr explained that the supplies were compromised and the hp stated she wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours to let her know what happened. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.